Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer informed that the surveillance sound was coming from the display and not the main speaker. When checking the speaker settings, the display speaker was enabled as the main speaker, which caused the volume to be lower than usual. The rse guided the customer on how to change the sound setting to make the main speaker the default speaker. It was confirmed that the sound was working as intended. Based on the information available and the testing conducted, the cause of the reported problem was the configuration/settings.

Manufacturer narrative:
Box d correction made to product information.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The biomed reported the surveillance sound was coming from the display and not the main speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The remote service engineer (rse) assisted the customer remotely. When checking the speaker settings, the display speaker was enabled as the main speaker, which explains why the volume was lower than usual. The rse guided biomed on how to change the sound setting to make the main speaker the default speaker so the issue should not recur. The biomed confirmed the sound was working as intended.